Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that universal surgical manipulator 1 (usm 1) moved completely on its own while docking the system. The customer was not with the system at the time of the call, and no troubleshooting was performed. The intuitive technical support engineer (tse) advised that the system may have had the grab and go clutch feature activated by outside interference. The error logs showed no issues during the procedure. The procedure was completed with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the case continued robotically. There was a 10-15 minute delay.

Manufacturer narrative:
The reported issue was addressed with phone support. An isi field service engineer followed up with the site and was advised that the issue did not return. No site visit was conducted. The system was working properly, and no additional action was required. A review of the site's complaint history shows patient identifier(B)(6) (this complaint) is related to patient identifier (B)(6). A log review confirmed the cholecystectomy procedure on (B)(6)2022 on system sk3208. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that universal surgical manipulator 1 (usm 1) moved freely with uncontrolled motion. Poor usm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.